Event description:
It was reported that the patient was unable to get the stimulator to turn on. The battery was interrogated and showed an "end-of-life" (eol) message. It was reported that this was not normal depletion, however, a longevity estimate based on the patients settings from a (B)(6) 2010, programming session estimated 7.54 months to "elective-replacement-indicator" (eri) and 9.66 months to eol, while an estimate based on a (B)(6) 2011, reprogramming showed 14.41 months to eri and 18.47 months to eol. The ins was explanted and it was reported there was no injury and the patient recovered without sequela. It was noted that a programming strip showed impedance values over 4,000 ohms on all pairs including electrodes 4, 5, 6 and 7.

Manufacturer narrative:
Product ID: 3550-09, product type: accessory. (B)(4). Analysis of the neurostimulator model 7427t serial (B)(4) found no significant anomaly. Telemetry was not possible as the neurostimulator was at normal end of life. Analysis of the plug model 3550-09 lot unknown found no anomaly.